Event description:
The reporter staed that the unit infused 35.6 cc of feeding instead of the programmed 21.6 cc. Alarm did sound, but it indicated occlusion. No occlusion was found. There was no pt injury or treatment reported for this event.